Manufacturer narrative:
This product is registered as a combination product. Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in hospital with a heart rate of 40 beats per minute. Increased pacing impedance resulting in a loss of pacing was observed on the right ventricular (rv) lead. The physician alleged insulation damage, although it was not confirmed. The event was resolved by capping and replacing the rv lead. The patient experienced no consequences.